Event description:
The needle malfunctioned and could not be advanced consistently through the sheath. This made it difficult to obtain adequate specimens for diagnosis and also put the patient at risk of injury